Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. It was determined through ultrasound that the anchoring balloon had leaked during the procedure. The complainant reported that 7 cc of water was used to inflate the anchoring balloon. According to the complainant, another prolieve thermodilatation kit was opened and the catheter was replaced. The procedure was completed with no complications and the pt's condition was reported as "fine".

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).